Event description:
Event description guidant received information that this implantable transvenous defibrillation lead was electively explanted when it was found to exhibit high pacing thresholds, low impedance, and impaired sensing.